Event description:
Patient is experiencing noise and pain. Pain in right hip has been occuring immediately post op. Patient is young and has ceramic/ceramic hips".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested from the patient. If additional information becomes available, it will be submitted in a supplemental report.